Manufacturer narrative:
Approximate age of device ¿ 5 years. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that in early (B)(6) 2017 the patient developed altered mental status at home and was taken emergently to the local hospital. It was determined that the patient had a mycotic cerebral aneurysm. Within 1 to 2 days a neurosurgeon performed a successful coiling of the aneurysm. The patient was reportedly neurologically intact at that time. Within several hours of being transferred from intensive care to the step down unit, the patient suffered a significant decline in mental status. A CT scan found a large subarachnoid hemorrhage at a different site from the original aneurysm. The patient¿s inr at the time was 2.4, with a goal inr between 2.0 and 3.0. The patient never regained awareness or improvement in neurological status and expired approximately ten days later, on (B)(6) 2017. The cause of death was reported as intracerebral hemorrhage. It was reported that the lvad device was functioning appropriately up to, and at the time of, the patient¿s expiration. No additional information was provided.

Manufacturer narrative:
The pump was not returned for evaluation. A correlation between the device and the reported intracerebral hemorrhage and subsequent patient outcome could not be conclusively determined. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.